Event description:
Customer reports to have physical damage of insulin pump. Customer reports that partial numbers are viewable on display screen. Customer's blood glucose was 102 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments due to open lcd zebra connector. The insulin pump was also received with minor scratches on lcd window and cracked reservoir tube lip.